Manufacturer narrative:
Findings: after battery installation unit power up and display frozen after count up followed by an unexpected constant tone alarm, problem isolated tom/b. Unable to perform current test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify backlight anomaly, low battery and battery out limit due to frozen screen. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300 mg/dl. The customer was treated with syringe. The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was 300mg/dl. The customer was advised to insert new battery. The customer stated that new battery did not restore normal pump functions. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.